Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device kept prompting "connect electrodes" when the defibrillation electrodes had already been applied to the patient. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
The root cause was unable to be determined. The electrodes that were used during the event were not returned for evaluation. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device kept prompting "connect electrodes" when the defibrillation electrodes had already been applied to the patient. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no adverse consequences to the patient as a result of the reported event.